Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of drowsiness, nausea, and shortness of breath. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that they had changed the pump¿s basal settings in relation to the hyperglycemic events. A cause of the blood glucose excursion could not be determined at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the basal history appeared to be inaccurate due to temp-basal programs being run on (B)(6). The black box showed a replace battery alarm followed by a pump reboot on (B)(6) 2017 06:08. When the pump was powered back on the time was set to 09:50 and the date was set incorrectly to 09/13/2017. The pump was programmed with a 2.0 u/hr basal rate and exercised for 24 hr time period; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0 u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There was no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed.